Manufacturer narrative:
The device was returned to zoll medical corporation; the c ustomer's report was observed and attributed to the shorting cable that was not properly seated at the right and left side wells. The cable was reseated to correct the reported problem. The device was recertified and returned to the customer. Reports of this nature are typically not considered to have any clinical impact. This would only affect the self test portion; the device would be capable of delivering therapy clincally. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed to discharge using external paddles. Complainant indicated that there was no patient involvement in the reported malfunction.